Event description:
Caller reported a malfunction on the pump with a malfunction code of malf 16- 0x20e6. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, ensured that the customer would receive a pump with updated software, and guided the customer on steps to take upon receiving the replacement. The customer was also informed to return the problematic pump using the provided return box and label.